Event description:
It was reported that this integrated programmer was unable to identify the device. Boston scientific technical services (ts) discussed that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported.